Event description:
It was reported the device was used a laparoscopically assisted vaginal hysterectomy. It was reported the tsw35 was fired across the broad ligament. The staples did not form toward the center of the staple line on either side, but the device did cut. The cartridge was changed and the device was fired again with same results. Tried 2 more times with same results. A new tsw35 was opened and worked fine. Monopolar scissors were used to control the bleeding. There was no consequence to the pt. Rep returning the device with 1 reload. The others were discarded.